Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse found >20psi @ 5 min loss. The outlet on helium regulator was tightened and the o-ring was replaced to correct the issue. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. The iabp unit was cleared for clinical use.